Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace and shock impedance measurements on the right ventricular (rv) lead. Initially, measurements increased in a gradual fashion. A non-invasive programmed stimulation (nips) was performed back in 2020 to determine rv lead functionality and there was no evidence of noise or stored events. Technical services (ts) discussed a spring contact issue as the probable cause of the reported allegations. Device and lead replacement were recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace and shock impedance measurements on the right ventricular (rv) lead. Initially, measurements increased in a gradual fashion. A non-invasive programmed stimulation (nips) was performed back in 2020 to determine rv lead functionality and there was no evidence of noise or stored events. Technical services (ts) discussed a spring contact issue as the probable cause of the reported allegations. Device and lead replacement were recommended. No adverse patient effects were reported. This device remains in service. Further information was received that a device changeout procedure was performed and this device was explanted and replaced. The right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace and shock impedance measurements on the right ventricular (rv) lead. Initially, measurements increased in a gradual fashion. A non-invasive programmed stimulation (nips) was performed back in 2020 to determine rv lead functionality and there was no evidence of noise or stored events. Technical services (ts) discussed a spring contact issue as the probable cause of the reported allegations. Device and lead replacement were recommended. No adverse patient effects were reported. This device remains in service. Further information was received that a device changeout procedure was performed and this device was explanted and replaced. The right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace and shock impedance measurements on the right ventricular (rv) lead. Initially, measurements increased in a gradual fashion. A non-invasive programmed stimulation (nips) was performed back in 2020 to determine rv lead functionality and there was no evidence of noise or stored events. Technical services (ts) discussed a spring contact issue as the probable cause of the reported allegations. Device and lead replacement were recommended. No adverse patient effects were reported. This device remains in service. Further information was received that a device changeout procedure was performed and this device was explanted and replaced. The right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. This device has been received for analysis.